Event description:
Reporter alleged pts' blood glucose measured 16 mg/dl and within four minutes a lab comparison indicated glucose was 172 mg/dl. It was stated within another four minutes the meter read glucose to be 219 mg/dl. Reporter stated no actions were taken and no treatment was received by the pt as a result. Reporter indicated when running controls on the meter, both levels one and two passed within acceptable ranges. A request was made for the return of the suspect and replacement product was sent.